Manufacturer narrative:
(B)(4). Concomitant medical products: 113632 comp primary stem 12mm mini 411880; 118001 versa-dial/comp ti std taper 367140; 113956 lg hybrid glenoid base 4mm 280600; pt-113950 pt hybrid glen post regenerex 937860. The complaint is under investigation. Once the investigation is completed a follow up report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-11529.

Event description:
It was reported that patient underwent an initial right shoulder surgery, and during the 6 week visit, patient reported pain, instability, and acromioclavicular joint tenderness. During the 3 month visit, patient reported pain, instability, anterior translation, and posterior translation. During the one year visit, patient reported anterior and posterior translation. During the two year visit, patient reported pain, instability, supraspinatus/greater tuberosity tenderness, acromioclavicular joint tenderness, impingement, anterior translation, and posterior translation. It was also reported that the patient experienced inadequate range of motion and rotator cuff tear tendinitis. It was mentioned as a possible procedure related serious injury but no implants related.

Manufacturer narrative:
(B)(4). Reported event was confirmed by review of the doctor's visit notes. It's confirmed from the doctor's visits from 1.5 years post surgery to 3 years post surgery that patient suffered from pain, limited range of motion, instability and impingement. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.